Manufacturer narrative:
(B)(4). The complaint rt240 adult dual-heated evaqua breathing circuit has not been returned to fph new zealand for inspection. Our analysis is based on the results of previous investigations of similar complaint. It is likely that the "deformed wire in the 3 prong port" referred to in the event description is bent heater wire pin. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt240 adult dual-heated evaqua breathing circuit had a deformed wire in the 3 "prong ports". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt240 adult breathing circuit is not expected to be returned to fisher & paykel for investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information and have completed our analysis.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt240 adult dual-heated evaqua breathing circuit had a deformed wire in the 3 "prong ports". No patient consequence was reported.